Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 01/12/2018, device returned to manufacturer? Yes. Device evaluation: the sample was returned to the manufacturer. Visual inspection was performed and the product was cut in pieces, most probably to make explant possible. Considering the condition of the lens, further analysis is not possible. The complaint cannot be confirmed. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a tecnis symfony multifocal intraocular lens (model zxr00, +19.0 diopter) was explanted from the patient's operative eye in a secondary procedure because the patient not happy with their visual outcome. The replacement lens was a tecnis multifocal intraocular lens (model zlb00). Further information provided in follow up was that there were no complications at explant. No further information was provided.